Event description:
The patient's parent reports frequent swelling at the implant site. After evaluation by the implant surgeon, surgery to replace the internal magnet of the patient's cochlear implant was performed.